Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck inside the left ventricular (lv) lead. The lead was removed from the patient, not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the competitor guidewire was received with returned product. It was stuck in lead, and guidewire tip kinked visible inside the lead tip nose. Destructive analysis was performed, the guidewire tip appeared kinked, the coating buckled at the lead tip nose, and that caused the guidewire to be stuck in the lead. If information is provided in the future, a supplemental report will be issued.